Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed one device was returned but not in any original packaging. One side of the suture capture has fractured from the upper jaw. The suture capture piece was returned. Bio debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. These findings are related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the fractured suture capture include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) excessive force, (2) tissue thickness, (3) damage or debris on the device tip between passes). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the jaw of firstpass could not close fully and encounter issue to deploy for the cuff ¿biting¿ with few attempts. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.